Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that two blades broke during a surgical procedure. It was also reported that there was a delay of approximately fifteen minutes. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully using a third blade. This is the report for the first blade that broke.

Event description:
It was reported that two blades broke during a surgical procedure. It was also reported that there was a delay of approximately fifteen minutes. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully using a third blade. This is the report for the first blade that broke.

Manufacturer narrative:
Added product return date. Investigation results indicate that the probable root cause for the blade breakage was excessive force, bending and prying. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.